Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
On 21nov2017, the end user requested a return material authorization stating they cannot pass accessory through biopsy inlet port involving video colonoscope ec-3890li /serial (B)(4). The colonoscope was returned to pentax medical for evaluation on 27nov2017 and the pentax medical endoscope technician found a piece accessory in the biopsy t-piece on 06dec2017 during evaluation. This finding confirmed the customer's complaint, and other findings includes: eto vent valve loose inner shaft, bending rubber glue cracking at insertion tube side, air/ water nozzle glue missing, bending rubber glue pinhole, passed dry leak test, customer complaint confirmed, operation channel- primary mild resistance, air/ water socket cylinder o-ring chipped, control body severe corrosion inside, control body paint peeling/blister, passed wet leak test, several cuts on ccd wire cover. On 06dec2019 the complaint handling unit(chu) received a complaint notification from the service repair department regarding the piece of accessory found in the biopsy inlet t-piece. Pentax chu performed numerous good faith efforts to acquire additional information from the user facility. On 18jan2019, pentax chu received a response from the user facility stating that they did not user an accessory for the last patient, when the scope was last reprocessed, the cleaning brush passed easily through all appropiate channels and during the manual during the current manual cleaning of the scope, the cleaning brush would not pass through the distal end of the scope. The technician described it as "something in the biopsy channel, can't get it out". The scope was repaired where pentax service technician replaced the following parts and returned to the user on 15/dec/2017 on delivery # (B)(4). Parts replaced: o-rings and seals, distal end assy with tubes, adjusting collar, bending rubber, distal attaching plate, distal attaching screw, insertion flex tube, segment attaching screw, angle wire, rl pulley assy, ud pulley assy, air/water socket, eog valve assy, ccd module w/ drive pcb, base plate, channel retaining coil, biopsy inlet t-piece pb-free. A review of service history indicates the scope was serviced once prior to this event since sold 15jul2009. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.